Event description:
The customer alleges back to back results of 340 mg/dl and 157 mg/dl on his meter. No adverse event reported. No adjustments to medications based upon suspect result. Returned requested and replacement was sent.

Manufacturer narrative:
The customer no longer has the strips and therefore, they will not be returned.